Event description:
During routine dressing change, a split was found at the top of the venous lumen. The catheter was surgically removed and a new one was placed.

Manufacturer narrative:
A remedial action pertaining to this incident has been initiated by the MFR (vas-cath). Evaluation of the catheter when received, reveals the same opacity and buff-yellow discolouration of the extensions as the previous catheter complaints. The opacity and the split extend proximally about 2 cm. From the bifurcation. The split is on the arterial extension and does not leak when flushed with water. It appears that the discolouration of the extension is one the outside, working its way toward the inside the lumen. The opacity appears to be on the inside. It is localized to the area of dressing changes, and disinfecting procedures. The discolouration, believed to be due to the use of iodine. The printing has been wiped off of the extensions, and partially wiped off of the bifurcation, which can be a sign of chemical attack. The discolouration, opacity, and printing that has been removed, are all similar to previous complaints. The device history review showed no related issues and there were no other similar complaints for this lot. The split in the extensions is confirmed. The swelling and discolouration may be a result of some agent absorbing into the tubing, combined with pressure within the tube.